Manufacturer narrative:
It is unknown if the device sample is available for evaluation. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: there is a split in the prongs of the CPAP cannula. No patient injury reported.